Event description:
The user facility reported that the procedure was a peripheral intervention on the anterior tibial vessel of the left leg via right groin access. A 6 french destination sheath was advanced up and over the iliac bifurcation. The 018 gwa was advanced across two heavily calcified lesions. An 018 navicross was advanced over the wire with intention of wire exchange for the viper wire. When the physician pulled back on the wire, there was much resistance. They were unable to capture the wire in the navicross. Navicross was removed leaving wire in the anterior tibial vessel. The physician carried on with the procedure and the procedure was a success. At the end, the physician was able to safely remove the wire. On removal, the wire appeared to have been stripped of the plastic jacket toward the distal end of the wire. All parts of the plastic jacket were intact. They are crimped up at the tip and nitinol internal wire exposed. The physicians' assessment was that the wire was pinned and stripped between two chunks of calcium. There was no blood loss. Additional information was received on 25jul2025: the patient was stable, and the case was a complete success. The wire was unable to track through an 018 navicross; however, it was able to be withdrawn through the sheath. Additional information was received on 28jul2025: the 6 french destination used as an auxiliary device was not a product manufactured by ashitaka. The 018 navicross was not considered a contributing factor to the user. The calcium within the vessel was reported as the assumed culprit.